Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas on (B)(6) 2012 to report that the pump had no power. The reporter claimed the power issue started earlier that day after the patient had gone swimming with the pump and it began to reboot on its own without any alarm. The patient's mother claimed the pump did not turn on after a new battery was inserted into the pump. At the time of troubleshooting, the patient's mother confirmed there was moisture behind the screen and when she removed the battery from the pump's battery compartment it was wet. The patient¿s mother denied any visible damage to the pump's casing or battery cap. The reporter confirmed that the battery cap was secured to the pump per the instructions for use.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing was unable to download black box and history due to the pump would not power up and could not complete all the test steps due to no power. Leak test failed due to case cracked. Two cracks in the case at the corners of the display lens to the case seal. Removed pump from case; internal moisture damage was observed.